Event description:
The pt underwent implantation of a synchromed pump and catheter in 1995 for intrathecal infusion of morphine for non-malignant pain/failed back surgery syndrome. The pt called the MFR to report a granuloma had been found. A follow up call to the hcp confirmed that the pt had motor weakness and a granuloma had been found. The granuloma and the catheter were removed. The pt had follow up with another physician. No pathology results were available. Further details, including pathology report and current pt status were requested.